Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
On monday (B)(6), dr. (B)(6) was doing a tka. We put the pins in the leg and placed the arrays on the femur and tibia. We went to capture hip center and it kept telling us he range was too high. We captured 3-4 times before an acceptable number was captured. After that we captured and verified the checkpoints and both the femur and tibia cleared. We went in and registered the femur and got a .5. As we were verifying the spheres we could not get the lateral sphere on the distal surface to clear. I also stopped the surgeon and noted to him that the registration was high and appeared to be rotated. So we cleared everything and stared over. At this point we were taking the checkpoints and could not get the tibial checkpoint to verify. We proceeded to register the femur and again the registration was high, and the points that dr. (B)(6) took appeared rotated on the screen. We ended up going to a manual tka procedure and there was no harm to the patient. There was approximately a 20 minute delay in the case. The surgeon did a manual tka and was happy with the results.

Manufacturer narrative:
Reported event: an event regarding failed registration involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 405 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2015 to present for similar reported events regarding failed femur registration. There was 2 other reported events ((B)(4)). Conclusion: device inspection could not be performed because identification of log files and session data was not provided. Three communication attempts were made. Device not returned.

Event description:
On monday 2/26, dr. (B)(6) was doing a tka. We put the pins in the leg and placed the arrays on the femur and tibia. We went to capture hip center and it kept telling us he range was too high. We captured 3-4 times before an acceptable number was captured. After that we captured and verified the checkpoints and both the femur and tibia cleared. We went in and registered the femur and got a .5. As we were verifying the spheres we could not get the lateral sphere on the distal surface to clear. I also stopped the surgeon and noted to him that the registration was high and appeared to be rotated. So we cleared everything and stared over. At this point we were taking the checkpoints and could not get the tibial checkpoint to verify. We proceeded to register the femur and again the registration was high, and the points that dr. (B)(6) took appeared rotated on the screen. We ended up going to a manual tka procedure and there was no harm to the patient. There was approximately a 20 minute delay in the case. The surgeon did a manual tka and was happy with the results.